Manufacturer narrative:
This report is submitted on march 30, 2020.

Event description:
Per the surgeon, the patient experienced a head trauma resulting in the loss of implant osseointegration. It is unknown if the patient was re-implanted with another device.